Manufacturer narrative:
Manufacture reference number: (B)(4). Request for additional information has been sent to the account with no response. If additional information is received, a supplemental filing will be submitted.

Event description:
According to the reporter, the physician isn't complaining about the use of our equipment. This is just being documented because the patient had issues waking up after the procedure and was having trouble with their pacemaker.